Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed due to 'sensing difficulties and inappropriate therapy'. An invasive procedure was performed and the physician elected to replace the lead.